Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during setup for surgery, the phacoemulsification handpiece had no energy after self-checking. The handpiece was tried in a different port and the needle was tightened, but the issue remained. The handpiece was switched out to initiate the procedure.

Manufacturer narrative:
The customer reported that the phaco handpiece did not produce any energy after self-checking. With no additional, related information provided, the customer reported event was not able to be confirmed. The phaco handpiece was manufactured on june 27, 2017. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).